Event description:
During a pci procedure, the balloon of the express2 monorail coronary stent delivery system became hooked during delivery of the device. The physician pulled it back but it became hooked again. The physician does not know what it was caught on. It is further reported the stent of the express2 monorail coronary stent delivery system was out of position from the mount of the balloon catheter. The lesion being treated was a calcified, 99% stenotic lesion in the left anterior descending (lad) coronary artery. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.